Manufacturer narrative:
The reported complaint of vr lp in rom mode during a firmware upgrade was confirmed. The provided information was reviewed by abbott engineering and it was observed that the rom mode prompt was expected due to telemetry challenges during the firmware upgrade attempt. The device was performing as expected.

Event description:
It was reported that the patient presented in clinic for follow up. While performing a routine firmware update, telemetry was interrupted, and the leadless pacemaker went into inappropriate read only memory (rom) mode. The device was then re-interrogated successfully, firmware updated, and functionality restored. There were no patient consequences.